Event description:
Follow up information indicated the patient had surgery to replace the lead with stimulation restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell in the shower. After the fall the patient felt stimulation in the back.the pain pattern was right leg and foot. A company representative met with the patient and measured high impedances in all contacts of the lead. The patient had x-rays which did not show any movement from what was visible the patient will need surgery for lead revision.